Event description:
He underwent zephyr endobronchial valve placement around (B)(6) 2019, despite left lung collapsing, the specialist continued to try to place more valves into the collapsed lung. This cause pneumothorax and prolonged hospitalization and subacute rehab. The patient then continued to be admitted at least three times for copd exacerbations. This lead to further reduction in his already limited quality of life. He finally has given up and now on hospice. FDA safety report ID# (B)(4).